Event description:
It was reported that the portable unit was not producing enough oxygen and the patient could not breathe. The patient called 911 and was taken to the hospital by ambulance where the patient received supplemental oxygen, steroids, and antibiotics. The patient was in the hospital overnight and has copd. The patient has a stationary concentrator and received the replacement portable unit three days later.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Manufacturer narrative:
The device that malfunctioned during the event was returned on march 19, 2025. The compliant was confirmed with the contaminated zeolite & blocked feed port assembly. The zeolite absorbed too much moisture causing the column to get contaminated. The unit was repaired and the patient received a replacement unit.

Event description:
It was reported that the portable unit was not producing enough oxygen and the patient could not breathe. The patient called 911 and was taken to the hospital by ambulance where the patient received supplemental oxygen, steroids, and antibiotics. The patient was in the hospital overnight and has copd. The patient has a stationary concentrator and received the replacement portable unit three days later.